Manufacturer narrative:
Delay in sending the 30 day MFR's report due to administration oversight. Based on the info available, possible suspected root cause(s): use of damaged or bent driver, failure to tap if bone patellar tendon bone graft used, graft/screw/tunnel not appropriately sized, insertion over bent guidewire.

Event description:
Initial e-mail correspondence rec'd (B)(4) 2013 from the distributor stating that a complaint had been rec'd regarding breakage of a 6 x 23mm screw.